Event description:
Boston scientific crm received information that this product was part of a patient infection. The decision was made to leave the system in place as this is an elderly patient and unnecessary risk should be avoided. The patient was treated with pharmaceutical drugs to alleviate the infection. The medication did not work and the patient was brought in for a pocket exploration procedure. At that time, it was noted that the physician stated that this atrial lead was found fractured 1/2 an inch from the device header. The physician elected to abandon the lead and plug that atrial port of the device header. The patient will be observed in the hospital for the next few days to determine the next course of action.

Manufacturer narrative:
The lead was surgically abandoned.